Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar posterior transdermal fixation surgery due to lumbar spondylolisthesis. Intra-op, during the sextanii surgery, the screw plug slipped. There were no patient symptoms or complications reported as a result of this event.